Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. Troubleshooting was not performed at time of call. However, the mother stated the display in the customer's insulin pump is damaged.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.